Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling "pain over the device area" along with it being warm and tender. The patient also stated being able to feel when the device is "doing something". The manufacturer's records indicate that the device remains in use. No patient complications were reported as a result of this event.